Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in germany. Livanova initiated an investigation. A livanova field service representative was dispatched to the facility to investigate the device. The control panel hkr circuit board has been checked and it was found that the issue was due to a contact problems that was eliminated, subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the control panel of the mast pump on the heart-lung machine displays an error message during priming. There was no patient involvement.

Manufacturer narrative:
H10: despite several attempts, the specific error message that appeared at the time of event could not be recovered. Based on investigation results of similar events, for which the replacement of hkr board solved the issue, it is reasonable to assume that the error message was a "motor control failure". Therefore, most likely root cause of the reported event could be traced back to a defective hkr board.